Event description:
Pt states that in october he lacerated his eye after experiencing a seizure. Indermil was applied to his eyelid once in the ER. The ER attendant gave the pt's wife the remaining second indermil tube to take home and reapply if necessary. Pt states he did not reapply the indermil. Reportedly, the pt saw his own doctor about two weeks later because he was experiencing pain, pressure behind the eyeball, and was seeing spots and floaters. Pt states his eye was infected. He was treated for a migraine and asked to follow up with an ophthalmologist the following monday. He was not treated with antibiotics. Pt states that he was blind three days later. He is in the process of having to remove the entire eyeball. The pt states he has endophthalmitis and is now "blind."